Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix l/p on (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against the composix l/p. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2012) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b7, d3, d4 (catalog number, lot number, UDI no, expiry date), g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix l/p on (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against the composix l/p. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2012 - patient was diagnosed with incisional hernia thereby underwent laparoscopic repair with implant of composix l/p mesh. Per op notes, ¿two hernias on a separate location in the midilne in the lower abdomen was identified and dissected. A composix l/p mesh was placed and sutured to the anterior abdominal wall¿. On (B)(6) 2013 - patient was diagnosed with recurrent incisional hernia, thereby underwent laparoscopic repair with implant of synthetic mesh. Per op notes, ¿the hernia sac was identified above the umbilicus and was reduced. Another small hernia was identified inferior into the left of the recurrent incisional hernia which was reduced and sutured. A synthetic mesh was then placed and sutured¿.